Manufacturer narrative:
H4: device manufacture date: april 2, 2022 - april 3, 2022. H10: photographs and one actual sample, partially filled with liquid solution, was received for evaluation. A visual inspection along with magnification was performed on the actual sample and no particulate matter was observed in the fluid pathway. The fill port cap was removed from the actual sample with no issues noted in the connector or cap area. Additionally, a visual inspection of the photographs did not reveal the as reported condition of a small translucent particle in the fluid pathway. By the nature of the sample, no additional tests could be performed. The reported condition was not verified during sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small translucent particle was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This issue was identified during the visual inspection process. There was no patient involvement. No additional information is available.